Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implanted pump. On (B)(6) 2020 the healthcare provider requested compatibility guidelines for an MRI. The patient was having a lumbar MRI due to back pain. The healthcare provider stated that the patient reported that in the year 2019 they had an MRI and the pump "hasn't worked since¿. No additional information was provided. No further complications have been reported as a result of this event.